Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent issue can be ruled out. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas 8000 e 602 module. No questionable results were reported outside of the laboratory. The sample was initially tested using the 18 minute troponin t application, resulting in a value of 84.58 ng/l. The sample was repeated twice using the 18 minute troponin t application, resulting in values of 20.29 ng/l and 19.84 ng/l. The sample was also repeated three times using the 9 minute troponin t stat application, resulting in troponin t values of 21.60 ng/l, 21.45 ng/l, and 21.96 ng/l. The troponin t value of 21.45 ng/l was reported outside of the laboratory.

Manufacturer narrative:
Investigations have determined the gear pump head lifetime threshold has been reached. The investigation could not identify a product problem. The cause of the event could not be determined.